Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in excellent condition. Invalid syringe size was found at syringe test and failed calibration verification on both quality control slugs. Error history log review found an invalid syringe size error. The root cause of the reported issue was found to be the tapered spring slipped over the barrel clamp rod collar. Actions were taken to mitigate the reported issue: replaced barrel clamp guide, barrel clamp rod, barrel clamp spring and barrel clamp head screw. Performed syringe test and all functional tests which passed.

Event description:
It was reported that the was not recognizing syringe type or size. No patient injury was reported.